Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: mr#: 1221934-2018-50328.

Event description:
It was reported that the expressew needle broke off inside expresssew gun during decontamination / cleaning. Now a partial needle is trapped inside the device and cannot remove the remaining needle. Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.